Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the fire could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that while performing an ureteroscopy procedure with his olympus soltive premium super pulsed laser system, the last fiber sparked and started a fire. According to the initial reporter, the fire only affected the laser fiber and not the user or the patient. Reportedly, this fire occurred where the blue laser fiber cladding meets the white laser fiber handle¿. Once the fire began, the emergency laser ¿off¿ button was pressed, and the laser quickly turned off. The initial reporter went on to confirm that a new laser fiber was used to successfully complete the procedure.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.